Event description:
It was reported that the target lesion was in the right coronary. The vessel diameter is 3.0 mm and the lesion length is 15 mm. The vessel has moderate tortuosity, moderate calcification, is concentric, de novo, with a 99% stenosis. After a non-abbott guide wire was successfully crossed, the 3.0x15 mm nc trek was delivered, with some resistance felt, to the lesion, and predilatation was performed; however, the balloon ruptured on the first inflation of 6 atmospheres for 5 seconds. No resistance was felt during removal of the device. A new trek was used to continue the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail bl3.5. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was tortuous and calcified with 99% stenosis, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the nc trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion such that the balloon ruptured upon the first inflation at 6 atmospheres which is below the rbp; however, without the product to examine a conclusive cause could not be determined for the balloon rupture. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally a query of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.